Event description:
According to the available information the altis failed at the anchor during the implant procedure.

Manufacturer narrative:
An altis mesh was received for evaluation. Examination of the mesh revealed that the static anchor and dynamic anchors were detached from the mesh not returned with the device. The welded area of the dynamic suture was delaminated and partially detached from the mesh. Microscopic examination of detachment site of the dynamic suture revealed rough and irregular surfaces, indicating stress may have been exerted. Based on the information received, and examination of the returned product, a slight delamination of the dynamic suture from the mesh had occurred. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the altis failed at the anchor during the implant procedure.